Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (over 600 mg/dl). A corrective bolus and insulin injections were used to address bg. The customer thought that the pump basal delivery was not working as the bolus feature was lowering bg. The customer reverted to using insulin injection for insulin therapy. Bg was 139 mg/dl at the time of the report. A pump system check was performed. No device issues were identified and the customer acknowledged the results. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.